Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an ophthalmic surgeon was unable to obtain air during the fluid air exchange phase of a vitreo-retinal procedure on the patient's right eye and the eye may have gone soft. The product was replaced with another and the surgery was completed. The product sample was not retained. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, a device history record and lot history could not be reviewed. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).